Manufacturer narrative:
The event occurred in the us. It was reported that rota flow console has a short battery run time during use. Service observed the system and could not duplicate the short run time. No indication of actual or potential for harm or death has been reported. A getinge field service technician was on site to investigate the affected rotaflow console with s/n (B)(4) and the technician was unable to confirm the reported failure. As a precaution the battery 70101.7188 battery pack with fuse was replaced considering the expiration date was within 4 months. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "short battery runtime" can be linked to the following most possible root causes according to our risk management file (B)(4): power supply board failure. Software error. User forgot recharge. Defect of charger unit. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. It was reported that rota flow console has a short battery run time during use. Service observed the system and could not duplicate the short run time. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).